Event description:
The olympus representative reported the gastrointestinal videoscope had poor air and water supply and the nozzle was clogged. No patient harm reported. During the evaluation of the device, it was noted foreign material was exiting the air/water nozzle due to insufficient cleaning. This report is to capture the reportable malfunction of foreign material was exiting the air/water nozzle due to insufficient cleaning noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of the poor air/water supply was confirmed. The issue of the clogged nozzle was not confirmed. The amount of air supply and water supply was insufficient due to clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). The bending section cover adhesive was missing. The adhesive part of the lighting lens had peeled off due to handling. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the insertion part cover tube, operation part, switch box, operation part cover, up/down/right/left knobs, up/down/right left angle fixing levers, grip, universal cord, and scope connector cover due to external factors. The universal cord was difficult to remove due to handling (insufficient cleaning). The scope connector may have been scratched due to external factors. The paint on the air / water supply cylinder and suction cylinder were peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue was found during preparation for use. The procedure was not impacted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the analysis of the components showed the black solid material was silicon-based resin (rubber). The silicon rubber is used for packing of air/water button, packing of metal tip of water tank, and rubber of injection tube connector. It is likely due to deterioration that pieces of silicon rubber may enter the nozzle and cause clogging. However, a definitive root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.